Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. The root cause could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported possible poor suction during lasik flap creation of the right eye. He reported it was unclear if some breakthrough bubbles created an irregular flap as the cornea had an abnormal appearance and flap was not lifted. Postoperatively the patient developed significant two to three plus diffuse lamellar keratitis requiring strong steroid therapy.